Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional information received on 2/20/2020. [Conclusion]: the healthcare professional reported that the 20ml medstream programmable infusion system (914200 / serial#/lot# unk) that was implanted in the 15-year-old male patient on 17 september 2013 for intrathecal delivery of baclofen to provide therapeutic treatment for severe spasticity and dystonia displayed the following error message: ¿interrupted flow: hardware failure of the pump.¿ the pump hardware failure number is reported as unknown, but the issue caused an interruption in the flow of the pump for about a week. It was reported that the pump became blocked and as a result, no drug was being infused through the pump. The patient experienced dystonic crisis and epilepsy was in intensive care as a result of the reported event. The medstream pump was subsequently explanted in december 2019 and replaced. During the interruption of baclofen therapeutic flow, the patient was not placed on oral medication. The refill of the pump was performed in accordance to IFU; the date of the patient¿s last refill was not known. The pump¿s transaction logs are not available for review. There was no issue with the pump control unit. Multiple attempts to obtain product for analysis and obtain additional information were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Based the most current complaint information, the device was not available to be returned for analysis. The device lot number is not available. Device history record (DHR) review could be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Pump hardware failure and cessation of flow requiring surgical removal of the pump is a known potential complication associated with the medstream programmable infusion system. The root cause of the failure cannot be conclusively determined based on the limited information available for review; however, the medstream instructions for use (IFU) cautions that if the pump alarm sounds, the pump should be interrogated with the control unit to find out the reason for the alarm. Customer support should be contacted, and the remaining drug should be emptied immediately from the pump reservoir as this condition can cause a drug overdose. Multiple attempts were made to obtain the product for analysis were unsuccessful. The lot number of the device is not known, therefore review of the device history record was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. The device lot number is not available / not reported. The expiration date of the device is not known. The explantation date: the pump was explanted in (B)(6) 2019. The date of the explantation was not reported. The initial reporter phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the product lot number of the device is not available / not reported. (B)(6). Pump hardware failure and cessation of flow requiring surgical removal of the pump is a known potential complication associated with the medstream programmable infusion system. The root cause of the failure cannot be conclusively determined based on the limited information available for review; however, the medstream instructions for use (IFU) cautions that if the pump alarm sounds, the pump should be interrogated with the control unit to find out the reason for the alarm. Customer support should be contacted, and the remaining drug should be emptied immediately from the pump reservoir as this condition can cause a drug overdose. The device will be returned for evaluation and testing; therefore, additional information may become available regarding potential root causes of the event. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 20ml medstream programmable infusion system (914200 / serial#/lot# unk) that was implanted in the (B)(6) male patient on (B)(6) 2013 for intrathecal delivery of baclofen to provide therapeutic treatment for severe spasticity and dystonia displayed the following error message: ¿interrupted flow: hardware failure of the pump.¿ the pump hardware failure number is reported as unknown, but the issue caused an interruption in the flow of the pump for about a week. It was reported that the pump became blocked and as a result, no drug was being infused through the pump. The patient experienced dystonic crisis and epilepsy was in intensive care as a result of the reported event. The medstream pump was subsequently explanted in december 2019 and replaced. During the interruption of baclofen therapeutic flow, the patient was not placed on oral medication. The refill of the pump was performed in accordance to IFU; the date of the patient¿s last refill was not known. The pump¿s transaction logs are not available for review. There was no issue with the pump control unit.